Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer required medical intervention by paramedics due to low blood glucose levels. The blood glucose reading was 26 mg/dl. The customer's wife stated that the customer was treated with syrup, glucose tablets and juices. The blood glucose reading after the paramedic event was 38 mg/dl. The most recent blood glucose reading was 283 mg/dl. Upon inspection, it was found that the bolus history appeared to be accurate. The reservoir was showing the same amount of insulin as was shown on the status screen. Upon troubleshooting, it was found that the insulin pump was working as designed. The caller was advised to contact a doctor regarding the low blood glucose levels and that there may have been an occurrence of some type of over-bolusing. Nothing further reported.